Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on the (B)(6) 2018 with the blood glucose level up to 950 mg/dl. The customer was treated with insulin drip. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump had blank display. The insulin pump will not be returned for analysis.